Event description:
This event was communicated by (B)(4) who reported that a site (hospital: (B)(6)) had spheres that would not track. Procedure was completed with back-ups. Site disposed of spheres and did not take any pictures of the spheres. Complainant reported that there was no delay or adverse event to the patient. No patient/user injury or other serious harm occurred.